Event description:
While headed towards the sharps container to dispose of the needle, the clinician bumped the edge of the table and the needle allegedly came out of the needle protection sheath and the clinician was stuck in the finger.